Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0g10u, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported a sudden loss or change of therapy in (B)(6) 2015. Stimulation was not felt, but the patient could not verify if the device was on as they lost their programmer. The patient was reportedly moving at the time the stimulation sensation stopped and symptoms returned. Symptoms included frequency and urgency. Four days later, the patient found their programmer. It was still unknown if the device was on or off, however. Cause, actions, and outcome remain unknown. Follow up is being conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.